Manufacturer narrative:
Initial reporter received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the suretrak instruments were damaged. No patient was present at the time of the event.

Manufacturer narrative:
The initial reporter was not known at the time of the event. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the suretrak instruments were damaged. No patient was present at the time of the event.